Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material within the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the light guide lens glue was peeled off due to the physical stress by hitting or dropping the distal end, chemical stress by chemical solutions. Subsequently, humidity invaded the light guide lens which caused corrosion. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "type q180v operation manual chapter 3 preparation and inspection ". Olympus will continue to monitor field performance for this device.